Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin. Customer's blood glucose level was 200 mg/dl. The customer loaded the same cartridge successfully and resumed insulin delivery.